Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not showing on the station. A technical support specialist checked the patient sample provided and found that the status was showing as unknown from patient encounter system (pes), although the patient sample was visible in electronic protected health information (ephi). Upon further review, the tss noticed that the carefusion coordination engine (cce) appeared to be pointing to the wrong facility, as the facility code listed did not belong to the associated locations, indicating that the facility code might need correction or verification. After checking the server again, the tss found that the patient was appearing correctly in the enterprise server, and the status was showing as new instead of admitting. Tss informed the customer that the patients were now appearing properly and flowing to the stations. Issue resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower user informed that port orange roc patients not showing on pyxis and orders were not crossing over from epic into pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.